Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 21-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had jammed. The field service engineer (fse) found that drawer 2.1 would not open. The station was powered off, and the t-board, solenoid, and the inseparable magnet (which was broken) were replaced. After replacing both components, the station was powered on, pyxis was launched, and the hardware test application was run. The drawer worked successfully. The customer tested it, and it performed perfectly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1 was jammed and had clicking noise while user tried to recover. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.